Manufacturer narrative:
(B)(4) no longer applicable to the event. The patient code has been updated to (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The patient experienced itching the day she started hearing the pump alarm. The cause of the alarm was confirmed by reading the pump. The printout reported the pump was alarming. Low reservoir alarm was set at 2.0ml. Per the printout a low reservoir and empty reservoir alarm occurred. There was a residual trace amount. The patient was not on schedule after replacement on (B)(6) 2016. A refill was done on (B)(6) 2016, the day the alarming was heard.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen 2000 mcg/ml at a dose of 570 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2016 that the patient reported an audible pump alarm. The representative did not know which alarm (critical or non-critical) or if the patient had any symptoms. It was noted that the representative confirmed via the previous session report that the low reservoir alarm date was (B)(6) 2016, so the representative thought the hcp had made a mistake with the pump refill date and would contact the hcp to let him know that. It was further indicated that the pump had not been refilled yet as the representative believed that the hcp scheduled the pump refill appointment too late. Additional information was received from the representative on 2016-09-12. It was clarified that the patient had contacted the physician¿s office and reported an alarm every 10 minutes and then the office immediately had called the representative to let him know about the alarm. He then suggested to the hcp¿s office manager that they immediately get the patient into the office (same day) and fill the pump and the office manager agreed to do that. It was noted that this alarm issue should be resolved but the representative knew nothing more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.